Event description:
The nursing facility reported the following info: (1) the nurse arrived at the 11 year old pt's home. (2) the pt (prescribed 100% oxygen at 2-3 lpm) was upstairs in his bedroom waiting for her arrival. (3) the pt was using a c1000 by the shoulder strap. (4) the nurse walked up the stairs and into his room at which time the pt lifted the c1000 and pointed it at the nurse's face. (5) oxygen "misted" from the bottom of the unit and into the nurse's eyes. (6) the nurse wasn't aware she was injured until later the next day when her eyes became swollen. (7) on 9/28/99, the nurse visited the doctor and was diagnosed with cold burns to both eyes. (8) she was prescribed ointment for her eyes. (9) as of 10/25/99, the nurse has been released from doctor's care.